Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm would not move in the orbital or rotational direction. The motion control unit was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the joystick on the 9800 system would not work during a case. No pt injury was reported.